Manufacturer narrative:
New information updated information updated coding new information the investigation was completed by conducting a thorough evaluation of the product and the reported information. The broken needle was identified as a 2 cm fragment of the tip portion of the proguide needle that was used in the original procedure. The scenario that small plastic parts stay behind in the body has been analysed and the severity is estimated as non-serious. The treatment for the patient was completed as intended. The issue is detectable prior to use. The hospital indicates that the patient is not expected to have permanent impairment due to the foreign body. Elekta extensively tested proguide needles and samples from different stock batches but the reported breakages could not be reproduced and elekta are therefore unable to determine a root cause for the problem. No significant differences have been found between different needle lots and material batches. Based on the test data and from a material point of view, it cannot be determined why the needle broke during insertion. The customer's needles have been replaced. The issue could not be reproduced, hence no corrective action has been defined.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. The customer informed that the broken needle was removed from the patient. The patient is not expected to have permanent impairment due to the foreign body.

Event description:
The customer reported that the proguide needle broke and stayed in the patient after the procedure.